Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined. There were no additional steps or other device attempted to open the pipeline and the surgeon did not deploy the stent and performed subsequent operations.

Manufacturer narrative:
Product analysis #(B)(4) :equipment used: video inspection system (m-85519), ruler (m-83360), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex pusher and phenom-27 micro catheter were returned for analysis within shipping box; within an unsealed plastic biohazard pouch; and within individual dispenser coils. The pipeline flex braid was already deployed and not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The phenom-27 micro catheter body found kinked at ~9.3cm from the proximal end. The phenom-27 micro catheter tip and marker band was found undamaged. The pipeline flex hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found stretched. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.4cm and the usable length was measured to be ~151.8cm; which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle (hourglass)¿ could not be confirmed as the braid was not returned. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. Customer reported all devices were prepared per IFU, patient vessel tortuosity was moderate, and the pipeline was positioned in the middle of a bend. It is possible the positioning in a bend contributed towards the failure. As the braid was not returned, any contribution of the braid towards the failure to open could not be determined. The customer report of braid damage could not be confirmed. Potential causes for braid damage (and tip coil damage) are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. The phenom-27 micro catheter was found kinked. Possible causes for catheter kinking are patient vessel tortuosity, guidewire/delivery system removed aggressively, catheter entrapment, or user advances/retrieves device against resistance. The pipeline flex is compatible for use with the phenom-27 micro catheter. The likely cause could not be determined as no other information could be ascertained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ophthalmic artery segment with a max diameter of 9.89 mm and a 6.88 mm neck diameter. Landing zone: distal: 3.58 mm and proximal: 4.88 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure showed blood flow diversion effect was obvious. It was reported that the patient's blood vessels were moderately tortuous. When the surgeon used phenom 27 to deploy ped-500-35, the middle section could not be opened and appeared to be flattened/kinked. Repeated increased and decreased in tension could not be relieved. The surgeon operated twice by retrieving and then deploying, but it still could not be released. To be on the safe side, he removed the system and used ped-500-30 to push it to go upper again and successfully deployed it. It was reported the pipeline failed to open in the middle section. The pipeline was positioned in a middle bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227034083); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.